Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 20 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section were lifted from the crimped profile. The undamaged stent outer diameter was measured, and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 16x2.25mm, de novo, concentric, 80% stenosed target lesion obtained a >45 and <90 bend was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilatation with a 1.5x12 emerge, residual stenos was 70%. A 20 x 2.25 promus premier stent was advanced for treatment. However, the device failed to cross the lesion and after several tries, the stent struts were damaged. Dilatation was then preformed again with 1.5x12 emerge and 2x12 nc balloon catheters. Another stent 2.25x16 stent was deployed and the procedure was completed with post-dilatation of a 2.25x06 balloon catheter with final good results. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 16x2.25mm, de novo, concentric, 80% stenosed target lesion obtained a >45 and <90 bend was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilatation with a 1.5x12 emerge, residual stenos was 70%. A 20 x 2.25 promus premier stent was advanced for treatment. However, the device failed to cross the lesion and after several tries, the stent struts were damaged. Dilatation was then preformed again with 1.5x12 emerge and 2x12 nc balloon catheters. Another stent 2.25x16 stent was deployed and the procedure was completed with post-dilatation of a 2.25x06 balloon catheter with final good results. There were no patient complications nor injuries reported and the patient status was stable.